Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: crease fold, wear abrasion, white particles inside the device and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify an opening striated in the posterior side, crease sharp in the posterior side and have non-penetrating nicks around the crease. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the posterior side assessed as surgical damage. A crease sharp opening on radius due to a fold flaw opening. Non-penetrating nicks. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.